Manufacturer narrative:
The device history record review showed that there were no issues related to this complaint neither on the product nor its components during the manufacture of the material. Based on similar complaints a CAPA ((B)(4)) has been issued in order to identify a root cause and implement corresponding corrective actions.

Event description:
The complaint was reported as: the customer alleges that the nebulizer is breaking at the male oxygen port. This occurring when the oxygen tubing is being removed after use. There was no consequence to the patient.